Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 10:26:39. During night drain cycle nineteen, the patient's ultrafiltration reading was 2324ml, indicating the home patient (hp) drained 1724ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. The following labeling was reviewed: (B)(4) homechoice apd systems trainer's guide. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If any relevant information is obtained, a supplemental report will be submitted.